Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that the patient had burning sensation at the implantable cardioverter defibrillator (ICD) implant pocket site. A lead integrity alert (lia) had triggered for high right ventricular (rv) lead impedance and sensing integrity counter (sic). The rv lead impedance was noted to have large swings. The device was reprogrammed until lead revision. During lead revision, testing concluded that there was a connection problem of the rv lead into the device header with the grommet and setscrew. The rv was reinserted into the device header and everything tested normal with no performance issue. The device and rv lead remains in use. No further patient complications have been reported as a result of this event.